Event description:
It was reported that patient experienced infusion set cannula was bent due to insertion into insufficient subcutaneous tissue event on (B)(6) 2026. The patient was hospitalization for less than twenty-four hours due to high blood glucose level (380mg/dl) and was treated with insulin pump. Th patient experienced symptoms including dizziness, feeling sick. The site of insertion was lower back.

Manufacturer narrative:
E1: name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.